Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14441. It was reported that during generator change procedure, the set screw was stripped on the pulse generator and the right ventricular lead was stuck in the header. The header was cut, and the terminal pin came off the lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The reported field event of unable to loosen the rv-setscrew was not confirmed in the laboratory. The device was received with the header broken off the device and the rv-portion of the connector not returned. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The problem with the rv-setscrew could not be confirmed due to these parts of the connector not returned for evaluation.